Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions and assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.